Event description:
During a patient call, the customer had an unknown brand automatic external defibrillator (AED) attached to a patient, which was not advising a shock. The customer then attached the lifepak 12 device to the patient and observed a pulseless electrical activity (pea) rhythm. The emergency medical technician (emt) then powered the lifepak 12 device off and disconnected it from the patient to transport them to the ambulance. It was reported that when attempting to power on, the lifepak 12 device at the ambulance it would not power up. The AED was still connected to the patient and the emt did deliver an unknown amount of shocks; however, the patient was not resuscitated. A clinical review of the reported event determined that the device use did not contribute to the outcome of the patient, as there was a second device (an AED) connected to the patient throughout the incident and was used to provide defibrillation therapy. There was no reported delay in therapy.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. It was observed that there were 2 blown fuses on the power pcb. The fuses were replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the blown fuses could not be determined.